Event description:
This is a solicited case report received from a other health professional in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: essure® generic reimbursement program. On (B)(6) 2016, during the essure placement procedure, a small fragment of marker at distal end got detached. A fragment was retrieved and insert was placed, broken insert was placed. The lot number used was d40629. Full device was kept. Follow up information received on (B)(6) 2016 from surgeon: the fragment that got detached was the fourth and last marker of delivery catheter. The fragment was not the gold band and was not a broken part of the essure insert. The fragment was found in patient's uterus. Follow-up information received through device breakage questionnaire on 03-oct-2016: patient was (B)(6) and her concomitant diseases included obesity. Breakage was diagnosed during essure insertion procedure. Marker of distal extremity of device broke in outer coil region. Breakage occurred spontaneously. The instructions in the IFU were followed; there was no deviation from the insertion procedure as described in the IFU. Essure was not removed. Broken part was retrieved from uterus. The patient had no lesion. No further information was provided. (B)(4). Company causality comment: this medically confirmed case report refers to a (B)(6) female patient who was involved in a reimbursement or compensation activity and had essure (fallopian tube occlusion insert) inserted. It was reported that marker of distal extremity of device broke in outer coil region. Breakage occurred spontaneously. Essure was not removed. Broken part was retrieved from uterus. This event, interpreted as device breakage, is unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. Breakage was diagnosed during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
This (B)(6) year-old female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. (B)(4)) inserted. The report describes a case of device breakage ("marker of distal extremity of device broke in outer coil region") and complication of device insertion ("marker of distal extremity of device broke in outer coil region"). The patient's concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The relationship of complication of device insertion and device breakage to treatment with essure was not reported. The reporter commented: breakage was diagnosed during essure insertion procedure. Marker of distal extremity of device broke in outer coil region. Breakage occurred spontaneously. The instructions in the IFU were followed; there was no deviation from the insertion procedure as described in the IFU. Essure was not removed. Broken part was retrieved from uterus. The patient had no lesion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 25-jul-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1661 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 25-jul-2017: update of quality-safety evaluation of ptc. Sample received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on (B)(6) 2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). As of (B)(6) 2016, the responsible quality unit (rqu) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was not event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as a batch investigation with respect to similar ae cases are not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed case report refers to a (B)(6) year-old female patient who was involved in a reimbursement or compensation activity and had essure (fallopian tube occlusion insert) inserted. It was reported that marker of distal extremity of device broke in outer coil region. Breakage occurred spontaneously. Essure was not removed. Broken part was retrieved from uterus. This event, interpreted as device breakage, as not anticipated in the reference safety information for essure. However, according to product technical complaint analysis, the possibility of micro-insert breaking is anticipated. During difficult insertion/removals, single cases have been reported of essure breakage. Breakage was diagnosed during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A review of the manufacturing batch record confirmed that final product met all release requirements. Since no sample was returned, it is not possible to confirm any quality defect or malfunction.